Event description:
During recent site visit, senorx representative learned of an event which had occurred using the gel mark biopsy site marker. Date of event was not known. The site reported that the tip of a gel mark had been sheared off. No patient adverse effects were reported.